Manufacturer narrative:
(B)(4). However, an incomplete prime was reported and is a known cause of this alarm. ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Finally, it says to verify that the patient line is properly primed and provides step-by-step instructions for properly re-priming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the dwell phase on the home choice (hc), while the patient was connected. During troubleshooting it was determined that the patient line was not properly primed prior to starting the therapy. The technical service representative (tsr) had the home patient (hp) cycle power and helped the hp to open the door. The hp would complete therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.